Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated and repaired the device. On (B)(6) 2018, it was reported from (B)(6) that a mesher had a damaged cradle. The customer returned a zimmer skin graft mesher serial number (B)(4), zgsm cutter 1.5:1 ratio, and zgsm cutter 1:1 ratio for evaluation. Evaluation of the mesher and the returned cutters occurred on 11 december 2018 and found that neither the calibration check nor the test cuts could be performed due to a bent comb. The roller, gear and side plates on the mesher had visible damage. Both the 1.5:1 and 1:1 cutters produced incomplete cuts when tested and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the comb, roller, gear, sideplates, and bushings. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 20 november 2018. . While the service technician found that there was a bent comb which would result in the reported broken cradle issue, it cannot be determined from the information provided as to what caused the issue with the comb. Therefore, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device cradle was broken.